Manufacturer narrative:
According to the facility on (B)(6) 2022 a foley catheter was being placed by a resident for labor induction when the catheter balloon popped requiring an additional catheter to be placed. Per the facility there were no issues identified at the time of insertion. The patient is reported to be stable and no further issues were noted. No additional information is available at this time. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 a foley catheter was being placed by a resident for labor induction when the catheter balloon popped requiring an additional catheter to be placed.